Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of embedded device ("implant stick in tissue") and device breakage ("it had to be removed in pieces by forceps") in a female patient who had essure (batch no. He011v5) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "handling error". In (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("implant stick in tissue"), device deployment issue ("one implant worked normally but the other did not open and thumbwheel did not rotate on the handle/ implant straighten") and complication of device removal ("complication of device removal"). The patient was treated with surgery (laparoscopic sterilization will be performed, rest of implant will be removed). At the time of the report, the embedded device, device breakage, complication of device insertion, device deployment issue and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, device deployment issue and embedded device with essure. The reporter commented: the implant straighten and stick in tissue. It had to be removed in pieces by forceps. Laparoscopic sterilization will be performed to the patient and at the same time the rest of implant will be removed. The patient is now on queue to the laparoscopy. The implant was released as a strip from which part stick in tube and came until vagina. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: device breakage: n° 1997 cases (excluding this case). Embedded device: n° 412 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc, new event added: handling error. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a nurse and describes the occurrence of embedded device ("implant sticked in tissue") and device breakage ("it had to be removed in pieces by forceps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("implant sticked in tissue"), device deployment issue ("one implant worked normally but the other did not open and thumbwheel did not rotate on the handle/ implant straighten") and complication of device removal ("complication of device removal"). The patient will be treated with surgery (laparoscopic will be performed at same time the rest of implant will be removed). At the time of the report, the embedded device, device breakage, complication of device insertion, device deployment issue and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, device deployment issue and embedded device with essure. The reporter commented: the implant straighten and sticked in tissue. It had to be removed in pieces by forceps. Laparoscopic sterilization will be performed to the patient and at the same time the rest of implant will be removed. The patient is now on queue to the laparoscopy. The implant was released as a strip from which part sticked in tube and came until vagina. ***string generated by auto-narrative. Do not modify*** the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred term: device breakage - the analysis in the global safety database revealed 1.819 cases. Embedded device - the analysis in the global safety database revealed 392 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.